Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was discovered upon inspection, the subject device exhibited foreign objects in the air/water cylinder and tube. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted for additional information updated fields: d4, g1, h2, h4, h11 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.